Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history logs for this device showed the pad-pak was first installed successfully on the 26th november 2013 and performed to specification up to the 6th march 2016. Between the (B)(6) 2016 and the last log entry on the (B)(6) 2016 the device records 8 manual power ups mainly under one minute duration. An increase in voltage during this time suggests a further pad-pak was installed. A test pad-pak was installed and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. Test therapy was carried out and the device delivered a test shock without fault, with an acceptable measurement being recorded for the test shock. Investigation was unable to replicate or find conclusive evidence of the reported fault. The device performed to specification throughout testing at heartsine. As no fault was found with the returned device it is reasonable to conclude that the manual power ups were due to the user regularly power cycling the device.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Switch on events not recorded on device memory.